Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.50/4.5/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Information correction: a2 - reported as (B)(6) 2022 - correct to (B)(6) 2002. Claim# (B)(4).